Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The reported gripper line stretching and resulted in break appear to be due to reported inability to remove the gripper lin. Lastly, the reported foreign body in patient was related to the procedural circumstances. The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issues with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line and break resulting in the gripper line left in the patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the valve. During deployment, resistance was felt removing the gripper line (gl). It was noted the gl was stretching and ultimately broke. Deployment was continued and the cds was removed with the broken gripper line left in the patient anatomy attached to the clip. The procedure was completed at this time as the mr was reduced to 1. The patient remains stable with no issues. There was no clinically significant delay in the procedure. No additional information was provided.